Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the device alarmed radio frequency failed self-test. The customer stated that after the insulin pump rebooted, the meter was not connecting with the insulin pump. The customer's blood glucose level was 130 mg/dl. The customer was informed that their device would be replaced and to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during self test and was unable to communicate with the test blood glucose meter due to a faulty electrical component on the radio frequency board. However, the insulin pump was received with all operating currents within specifications and passed functional testing including a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.